Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily calcified, 90% stenosed right common femoral artery (cfa). A 7mm/40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted with the pta catheter during unpacking, inspection and preparation prior to use. The pta catheter was advanced with no resistance to the lesion, but the balloon ruptured on the first inflation to 12 atmospheres and after 45 seconds. The pta catheter was removed from the anatomy and a new 8mm/40mm armada 35 pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.